Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned a week after it was implanted due to the intrinsic amplitude and pacing impedances dropping since implant. There was an alert on the remote monitoring system for automatic threshold testing detected higher than the programmed amplitude the patient was not dependent, and no additional adverse patient effects were reported.